Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx stents were implanted: two in the lad, and one in the lcma. Approximately 5 weeks post index procedure the patient suffered a gi bleed. Patient was on dapt within 24 hours of the event. The patient was treated with medication. The patient recovered. The investigator and sponsor reported that the event is not related to the device and is unlikely to be related to the antiplatelets.